Event description:
Reporter reports his pro-air inhaler is not functioning well. He suffers from cop-d and depends on his inhaler. It has pressure issues and when he presses the cap it goes in but no medicine come out. While in his pocket the medication leaks out. This waste in medication is bad because this medicine is also very expensive.